Event description:
During preventative maintenance on (B)(6) 2025 of the returned autopulse platform (sn (B)(6) at zoll germany service depot, the platform failed functional testing because the display is unreadable. No patient involvement.

Manufacturer narrative:
During performing the preventative maintenance of the returned autopulse platform (sn (B)(6) at zoll germany service depot, it was observed that the platform failed functional testing because the display was unreadable. The root cause was determined to be the defective processor board. The defective processor board was replaced to resolve the observed issue. After the replacement of the processor board, the platform was subjected to final testing and it passed all testing criteria. Historical complaints were reviewed for service information related to the observed issue, and no similar complaint was reported for the autopulse platform with s/n (B)(6).